Event description:
It was reported that the curved jaw sealer seal mode was executed by pressing the seal button, but an error occurred during normal use. The issue arose during a therapeutic procedure and the tumorectomy procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
H10: e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.